Event description:
It was reported that during a left wedge resection, the surgeon fired the device across the lung tissue. On the fifth reload, he observed the staple line; it had cut but formed staples partially down the cut line. A green reload was being used. They then used another like device and continued to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Wedge bypass. Evaluation summary: the analysis results found that the ez45g device was received in good visual condition and with a reload loaded on the device. The reload was noted to have a wedge band bypass as the left side was fully fired and the right side was unfired. In addition, the reload was noted to be not properly loaded on the device as the right wedge was inside the knife slot; this is consistent with an improper loading technique. If the reloading instructions are not followed and the reload is loaded improperly into the channel of the device, the reload and the device could become damaged. Insert the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap the reload securely in place. Please reference instructions for use for additional instructions. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape.